Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: biomed has a 8100 unit failing patient side occlusion during pm. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed already replaced the lower pressure sensor and still getting a reading of 5psi. Recommend to replace the bezel assembly. If that does not correct the issue, then send in unit for repair. Biomed will replace bezel assembly and retest.